Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Capture on tibial cutting blocks jam stuck after clipping in.

Manufacturer narrative:
An event regarding seizing involving a triathlon modular capture guide was reported. Conclusion: the damaged device was discovered during inspection. Visual inspection of the returned devices exhibited burnishing and scratch marks on the cutting slot surfaces. However, the devices are found to be functional acceptable with a mating component from finished goods. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Capture on tibial cutting blocks jam stuck after clipping in.